Event description:
It was reported that during a supply change on an ilet system, the user entered the fill tubing step immediately after a rewind and before removing the old cartridge and required guidance to restart the supply change; the user was coached on correct infusion set and cartridge change steps and elected to complete the process after restarting. There were no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alerts or alarms. Investigation included remote troubleshooting and user education on correct procedure. Investigation of this case revealed user procedural error during cartridge and tubing change with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error was the cause.